Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Manufacturer narrative:
The pusher assembly was returned for evaluation with the implant coil still attached contradicting what was previously reported in the original event description. The evaluation could not determine the cause of the reported event. All devices are 100% inspected for damages and irregularities during manufacture. (B)(4).

Event description:
Treatment of a posterior communicating artery aneurysm. On (B)(6) 2014, the patient underwent coiling embolization treatment. During the procedure, it was reported the implant coil prematurely detached in the microcatheter. The detached implant coil and microcatheter were removed from the patient at the same time. The procedure was completed with a new implant coil, but same catheter. No patient injury was reported as a result of the procedure.